Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 3.0 x 28 mm promus is being filed under a separate medwatch MFR number. There was no reported product deficiency. Ischemia and ventricular fibrillation/arrhythmia are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the 3.0 x 23 mm promus was unable to cross the target lesion. A 2.75 x 18 mm promus and a 3.0 x 28 mm promus were implanted. After stent deployment, st changes were noted on the electrocardiogram (EKG). No myocardial infarction was reported. Slow flow in the dilated coronary was apparent on angiogram. Adenosine was administered. The patient went into ventricular fibrillation (v-fib). Cardiopulmonary resuscitation (CPR) was performed and defibrillation was performed at 200 joules, upon which the patient converted to a normal sinus rhythm. The patient left the lab in normal sinus and was stable thereafter. The patient outcome was reported to be good. No additional information was provided.